Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus element, mr, ous 3.0x38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the first most proximal strut; the strut was lifted upwards in a distal direction from the stent crimped profile. It is likely the crimped stent may have encountered resistance and subsequent damage during advancement and subsequent withdrawal attempts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27jul2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.00x38mm promus element long drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed. No patient complications were reported. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the procedure was completed with another 3x38mm promus element ¿ long drug-eluting stent and the patient's status was stable.